Event description:
It was reported that the insulin pump accidentally was dropped and the display is cracked. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed was received with cracked and bleeding lcd glass, loose/protruded drive support disk, cracked case at the display window corners and battery tube threads, scratched screen, and missing end cap sticker.